Event description:
It was reported that during an unk procedure the tissue pad fell off of the device. No piece fell into the pt. It is not known how the case was completed. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the device was returned with the tissue pad missing on the assembly (piece was returned). The batch record was reviewed, and no anomalies were noted during the mfg process.